Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device had no telemetry and no output. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. During additional hybrid testing the current went back to normal range of operation and the cause of high current drain and premature battery depletion could not be determined.

Event description:
This report is to advise of an event observed during analysis.